Manufacturer narrative:
(B)(4). Stent implanted without pre-dilatation. There was no reported product deficiency and the product was not returned. The reported patient effects of angina and restenosis, as listed in the xience v instructions for use (IFU) are known adverse events associated with coronary stenting procedures. It should be noted the IFU states: pre-dilate the lesion with a percutaneous transluminal coronary artery (ptca) catheter. Overall, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, however, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that approximately one year post 2.75x28mm xience v direct stent implantation in the mid right coronary artery, the patient experienced angina. On (B)(6) 2012, the patient was hospitalized. On (B)(6) 2012 percutaneous coronary intervention was performed to the proximal and mid right coronary artery. There was no adverse sequela reported and on (B)(6) 2012, the patient was discharged. There was no additional information provided.